Manufacturer narrative:
A ge service rep performed an on-site investigation and discovered a camera power connector continuity failure. He reconnected the contact and the system was found to be operating as intended.

Event description:
The customer reports that the 9600 system would not fluoro. No pt injury was reported.